Manufacturer narrative:
The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rem function was out of range for the forcefx-8cs. The units alarm activated at 143r when it should activate between 130r ¿ 140r. There was the possibility of the unit failing to alarm when it should have. There was no patient involvement or injury reported. The facility indicated that no further information was available at this time.

Manufacturer narrative:
Evaluation summary: one used forcefx-8cs generator was received, and examination of the sample confirmed an issue with the rem alarm system. Testing found the alarm activates at a higher trigger than specifications. Because of this, the alarm system may not provide indication as early as it would within specifications. The investigation isolated the issue to the calibration of the rem, but a root cause could not be identified. The probable root cause could not be determined based on the information provided. The device was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.